Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/48890) on 07-mar-2019. The most recent information was received on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel sulphate") and metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and metrorrhagia (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("digestive discomfort"), musculoskeletal discomfort ("muscle discomfort"), dysmenorrhoea ("dysmenorrhoea") and menstrual disorder ("alterations of cycle"). At the time of the report, the abdominal pain, allergy to metals, asthenia, metrorrhagia, abdominal discomfort, musculoskeletal discomfort, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, allergy to metals, asthenia, dysmenorrhoea, menstrual disorder, metrorrhagia and musculoskeletal discomfort with essure. The reporter commented: patient also reported subsequently jun-2015 she continued with unspecified symptomatology in temporal relation since insertion of essure. (B)(6) 2018: it was decided the removal of device, intervention scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2015: device in situ. Skin test - in (B)(6) 2018: positive to nickel sulphate and vanadium cloride.. Ultrasound scan - in (B)(6) 2015: device in situ. Amendment: the report was amended on (B)(6) -2019 for the following reason: nca number field updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel sulphate") and metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and metrorrhagia (seriousness criterion medically significant). In (B)(6)2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("digestive discomfort"), musculoskeletal discomfort ("muscle discomfort"), dysmenorrhoea ("dysmenorrhoea") and menstrual disorder ("alterations of cycle"). At the time of the report, the abdominal pain, allergy to metals, asthenia, metrorrhagia, abdominal discomfort, musculoskeletal discomfort, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, allergy to metals, asthenia, dysmenorrhoea, menstrual disorder, metrorrhagia and musculoskeletal discomfort with essure. The reporter commented: patient also reported subsequently (B)(6)2015 she continued with unspecified symptomatology in temporal relation since insertion of essure. September 2018: it was decided the removal of device, intervention scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6)2015: device in situ. Skin test - in (B)(6)2018: positive to nickel sulphate and vanadium cloride.. Ultrasound scan - in (B)(6)2015: device in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel sulphate") and metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("intense asthenia") and metrorrhagia (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("digestive discomfort"), musculoskeletal discomfort ("muscle discomfort"), dysmenorrhoea ("dysmenorrhoea") and menstrual disorder ("alterations of cycle"). At the time of the report, the abdominal pain, allergy to metals, asthenia, metrorrhagia, abdominal discomfort, musculoskeletal discomfort, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, allergy to metals, asthenia, dysmenorrhoea, menstrual disorder, metrorrhagia and musculoskeletal discomfort with essure. The reporter commented: patient also reported subsequently (B)(6) 2015 she continued with unspecified symptomatology in temporal relation since insertion of essure. (B)(6) 2018: it was decided the removal of device, intervention scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2015: device in situ. Skin test - in (B)(6) 2018: positive to nickel sulphate and vanadium chloride. Ultrasound scan - in (B)(6) 2015: device in situ. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.